Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that the patient was not tested as the patient implanted with a stimulator since (B)(6) 2009 and replaced on (B)(6) 2013. There was a return of urinary urgency and leaks since (B)(6) 2014. It was reported that there was persistent leaks and pollakiuria despite parameters modifications. Therefore the study implant was done to replace the old electrode for which no information was available while the implantable neurostimulator (ins) implanted in (B)(6) 2013 was left. Relevant medical history includes urinary urgency pollakiura. No further complications were reported/anticipated. Additional information received reported that the return of urinary urgency, leaks, an pollakiuria was on (B)(6) 2014. The resolution of the return of urinary urgency, leaks, and pollakiuria was not directly available but a new lead was implanted on (B)(6) 2015. No additional information was available as the event occurred before the patient was enrolled in the study. No further complications were reported/anticipated.